Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 240 mg/dl. Customer stated that the sensors are not working properly on the insulin pump. Customer declined to do troubleshooting and stated he can get his insulin pump working again and he called to voice out his opinion and frustration on the insulin pump. No further information provided.